Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an open abdominal procedure on (B)(6) 2015 and suture was used. The needle pulled off of the suture during use. The procedure was completed using another suture. There were no adverse patient consequences reported.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.